Manufacturer narrative:
(B)(4). Pump received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.